Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. Removed functioning inverter board from the front panel at the completion of the investigation. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A contact of a peritoneal dialysis (pd) patient called fresenius technical support to report the liberty select cycler¿s screen went blank during unknown phase/cycle of dialysis. Contact pressed ok, stop, and touched the screen but screen remained blank. Rebooted cycler, ok and stop keys lit up but the screen remained blank. Reseated the pwr cord at both ends, ok and stop keys lit up but the screen remained blank. The fresenius technical support representative issued a replacement cycler and advised to discontinue using the cycler. Patient will not perform alternate treatment. Advised to contact peritoneal dialysis nurse to inform of replacement. Last treatment completed on current cycler was on (B)(6) 2022. There was no patient harm or adverse event indicated. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Event description:
A contact of a peritoneal dialysis (pd) patient called fresenius technical support to report the liberty select cycler¿s screen went blank during unknown phase/cycle of dialysis. Contact pressed ok, stop, and touched the screen but screen remained blank. Rebooted cycler, ok and stop keys lit up but the screen remained blank. Reseated the pwr cord at both ends, ok and stop keys lit up but the screen remained blank. The fresenius technical support representative issued a replacement cycler and advised to discontinue using the cycler. Patient will not perform alternate treatment. Advised to contact peritoneal dialysis nurse to inform of replacement. Last treatment completed on current cycler was on (B)(6) 2022. There was no patient harm or adverse event indicated. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Correction: h6 investigation findings.